Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication removed. A technical support specialist (tss) troubleshot the device and verified user permissions and station settings were correctly aligned. The tss confirmed the issue was resolved after the customer converted the cabinet to non-profiled. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user could not override fentanyl. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and was delaying patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user could not override fentanyl. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and was delaying patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user could not override fentanyl. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and was delaying patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes.